Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, "deformed stopper x1. Stopper smear x3. Embedded fm in tube x1."

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for deformed stopper, stopper smear and embedded fm in tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and deformed stopper, stopper smear and embedded fm in tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the deformed stopper issue through CAPA#796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, "deformed stopper x1. Stopper smear x3. Embedded fm in tube x1."